Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: were there any issues with the deployed staples were the bleeding was (malformed, missing)? The staple line was complete and the staples were formed correctly. There was no bleeding at the end of the original procedure. Did the patient require any additional treatment based on the bleeding? If yes, please explain. The patient was brought back to the operating room after not recovering well. The patient was reoperated on laparoscopically, but when the bleeding was found the procedure was converted to open. The bleeding was controller by restapling the tissue. Additional information requested but unavailable: what were the indications for surgery? How was the bleeding identified? Where on staple line was the bleeding? How was the bleeding treated and with what device? Was there any issue with device performance in initial procedure? Were there any issue noted with staple form in either procedure? How long after initial procedure did reoperation occur? What is the current patient status? How much blood was lost (ml)? Was a blood transfusion was required?

Event description:
It was reported that during a laparoscopic right colon procedure, the surgeon transacted ileocoloc vessel and the staple line bled from middle to distal end using ec60a with white load the surgeon opened ets45a and restarted proximal vessel.

Manufacturer narrative:
(B)(4). Additional information received: response from sales rep. Indications for surgery? Suspected colon polyp/mass how was bleeding identified? Where on staple line was bleeding? Bleeding identified on post op day 1, re-operation performed and surgeon identified. Bleeding source at staple line, bleeding occurring at middle to distal 3rd. How was bleeding controlled? Suture ligature. Was the ima completely skeletonized prior to firing or was it transected with surrounding mesentery tissue? Surrounding mesentery tissue. Was there any issue with device performance with initial procedure? No. We're there any issue with staple form in either procedure? No. How long after initial procedure did reoperation occur? 1 day. Current patient status? Released and home.